Manufacturer narrative:
Product returned is not a product of (B)(4). No investigation into the product was initiated.

Event description:
A dental implant (not (B)(4) product) was removed on (B)(6) 2018 due to failure to osseointegrate around 6 months after implantation. As it is not one of dentiumusa's products, further investigation was unnecessary.